Manufacturer narrative:
(B)(4). Concomitant medical products - medical product - nkii durasul poly patella sz 0, 10mm catalog# 630110104 lot# 60585149, nkii np stem tibial catalog# 630701210 lot# 61307420, nonporous femoral component size 2 right for cemented use only catalog# 630700021 lot# 61120735, durasulâ congruent tibial insert use with baseplate size 1,2 size 1,2 right 11 mm height catalog# 620108911 lot# 61016223. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is experiencing pain and swelling following a knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report was submitted under the wrong MFR and will be submitted under MFR 0002648920-2018-00275. Please consider this report void.